Event description:
Balloon inserted and able to initiate effective balloon pumping. Pump alarmed with a helium loss. It was determined that no blood leak or balloon leaks were occurring. The iab was not losing noticeable pressure and continued to provide good augmentation. It was decided to turn off leak alarm. The clinical specialist from arrow had us do various checks without any success of determining if any problems existed. The iab pump continued effectively support pt until the pt was successfully removed from the iab at 3 days. After removal from pt, a leak was detected at the point where the fiberoptic wire was sealed to the hub of the iap. Co rep notified.